Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer initially planned to wait until charging supply was available to reset the pump. Later, the customer contacted technical support, who provided assistance with resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arose again.